Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was receiving sufentanil and bupivacaine via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that a dye study had been performed on (B)(6) 2015 and confirmed a broken connector. There were no patient symptoms reported. No further information pertaining to the cause of the broken connector or the actions/interventions taken had been reported. Follow-up was being requested to obtain additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that their infusion system was replaced because it was somewhat near time for replacement . The patient stated that the pump therapy works well for them. The patient stated that they were an amputee and had nerve damage/no use of their arms. The patient was trying to locate a new physician because he has had needed to drive to an ER (emergency room) for refills and the drive was too hard.